Event description:
It was reported that the 9800 system locked up during an endovascular case. The 9800 system could not be rebooted and had to be removed. Another 9800 system was used to complete the procedure. It was reported that the patient had a thrombosis. The event was reported to the another country regulatory agency.